Event description:
Patient reported that the lancet, inserted in the softclix plus lancet device, protrudes beyond the device end-cap. Pt indicated that no accidental puncture occurred as a result. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.